Manufacturer narrative:
It is unknown if the devices involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2648988-2018-00035, 2648988-2018-00033 and 2648988-2018-00034.

Event description:
This is 1 of 4 reports. Sus voluntary event report foi for manufacturers (mw5077406) was received on (B)(6) 2018 with the following information: on (B)(6) 2018, a patient had an external ventricular drain (evd) connected to an ins9020 integra limitorr volume limiting external cerebrospinal fluid (csf) drainage and monitoring system for hydrocephalus. The caregivers ("crns and pas") noticed cracks in the transducer mount stopcock. The tubing and drainage system were replaced three times but the patient acquired ventriculitis. It was reported that the event abated after use was stopped. Additional information was received from the customer on (B)(6) 2018 indicating that four patients were involved with limitorr drainage system breakage. All four patients had (B)(6) however, reported only one (mw5077406) as the other patients had confounding factors such as the patient was admitted with brain abscess or the timing of the ventriculitis was quite clear whether ventriculitis was related to the drainage system breakage. The event occurred in the same time period in (B)(6) 2018. For the patient that acquired the ventriculitis, the providers had to change the device three (3) times. It was reported that the breakage was at the same port of the drainage system. The patient was treated with antibiotics.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No DHR review was possible since no lot number was reported as part of this incident. Given that complaint unit has not been returned for evaluation, the reported condition is unconfirmed and the root cause is undetermined.